Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised forced sensor system error and had keypad anomaly. The customer reported that the insulin pump had a button error message while changing the infusion set. The time on the insulin pump advanced. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.